Event description:
The article, "pulsed field ablation in patients with a prior left atrial appendage closure device and concomitant leak closure", was reviewed. This research article is a prospective single-center experience to evaluate the safety and feasibility of different pulsed field ablation (pfa) catheters in patients with left atrial appendage occluder (laao) device in situ and the feasibility of concomitant pfa ablation and peri-device leak (pdl) closure. The devices included in the study were amplatzer amulet and watchman. The article concluded that pfa in patients with an implanted laao device is feasible. The combined approach of pfa and leak closure demonstrated high procedural efficacy. [The primary and corresponding author was andrea natale, texas cardiac arrhythmia institute, st david's medical center, 3000 n interstate hwy 35 ste 700, austin, tx 78705 USA, with corresponding email: dr.natale@gmail.com]. This study included patients with a prior laao device who underwent pfa alone or during a concomitant leak closure procedure for symptomatic atrial fibrillation from 01 february 2024 to 30 september 2025. A total of 73 patients were included in the study, of which 15.1% (11) received an abbott device. The average age was 71.6 years. The majority gender was male. Comorbidities included diabetes, hypertension, coronary artery disease, congestive heart failure, stroke, and atrial fibrillation.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, coronary artery disease, congestive heart failure, stroke, and atrial fibrillation. Complications reported included patient device interaction problem (residual shunt), thrombus, atrial fibrillation, unexpected medical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.